Event description:
The caller stated that the respiratory therapist found this tracheostomy tube's pilot balloon was leaking. It was found during assessment on the (B)(6) 2010. The tracheostomy tube had been in the pt 2 weeks prior to failure. The pt required a non-routine removal and was re-cannulated with an unspecified tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.